Manufacturer narrative:
Findings: pump error 35 alarm noted in the pump history and critical pump error due to out of spec force sensor zero offset ( 0 mv). Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery compartment was cracked. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis